Event description:
It was reported that a critically ill patient was on multiple drips while transitioning from default concentration norepinephrine drip to concentrated drip. The medication bag had been spiked/connected to IV line and primed at an earlier time. During the time of the incident, a rn connected a new IV line with concentrated medication and programmed pump to start infusion. During transition process, both drips were infusing simultaneously for a short period (per common practice), but blood pressure did not increase as expected. Rn looked at new concentrated infusion line/ bag more closely and noted that the 250 ml bag was empty. Based on observed vital signs during incident, there was no indication that medication was infused into patient. However, also no wetness below IV pump or on bed to indicate that bag had drained on to these surfaces. Unsure if bag drained freely at any point due to issue with IV channel/ infusion safety clamp/ regulator or some other cause. There was patient involvement but impact was unknown. Although requested, further information was not provided.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, additional information : device eval by manufacturer? , reason code for no evaluation, if other specify, imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a critically ill patient was on multiple drips while transitioning from default concentration norepinephrine drip to concentrated drip. The medication bag had been spiked/connected to IV line and primed at an earlier time. During the time of the incident, a rn connected a new IV line with concentrated medication and programmed pump to start infusion. During transition process, both drips were infusing simultaneously for a short period (per common practice), but blood pressure did not increase as expected. Rn looked at new concentrated infusion line/ bag more closely and noted that the 250 ml bag was empty. Based on observed vital signs during incident, there was no indication that medication was infused into patient. However, also no wetness below IV pump or on bed to indicate that bag had drained on to these surfaces. Unsure if bag drained freely at any point due to issue with IV channel/ infusion safety clamp/ regulator or some other cause. There was patient involvement but impact was unknown. Although requested, further information was not provided.